Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report sitting in a chair while placing laptop on patient's chest. The patient then felt a little zap and the patient's chest hurt a little but now the patient feels fine. Follow up attempt was made to the patient's clinic and no further information regarding this event could be obtained. The clinic did mention the patient's device was functioningnormally at the patient's last checkup. The device remains in use. No further patient complications have been reported as a result of this event.